Event description:
During surgery for prophylactic generator replacement, when the new dual pin generator was connected to the existing lead, high lead impedance resulted during intra-operative diagnostic testing. A manufacturer representative was present at the surgical procedure, and the surgeon was provided the recommendation to replace the lead as the high lead impedance did not resolve. Since the high impedance was present for both vns generators, an incomplete lead pin insertion is unlikely. The surgeon opted to keep the new dual pin generator connected to the existing lead, and also programmed the device on. No trauma was reported and no x-rays have been taken at this time. No adverse events have been reported. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.